Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to a low out of range right atrial (ra) pacing impedance measurement of less than 200 ohms. Boston scientific technical services recommended further troubleshooting. This pacemaker and competitor ra lead remain in service, and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).